Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt with no prior history of congestive heart failure or heart conditions had experienced chest pain and was subsequently taken to the emergency room where he expired on (B)(6) 2014. The pt was not connected to the device at any time during these events. Medical records have been requested.